Event description:
During preparation for an unspecified coronary treatment procedure, the balloon leaked. The balloon was replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'